Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that after the second day of infusion, the nurse found that there was leakage. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used caresite without packaging and one (1) unopened caresite was returned for evaluation. Visual examination of the used caresite noted two vertical cracks through the female threads. The cavity # of the used caresite was noted to be 4b. Visual examination of the unused caresite noted no visual defects. The caresites were pressure tested per specification. The used caresite failed the test as leakage was noted at the crack location. The unused caresite passed the test. Therefore, the reported defect of caresite leakage was confirmed. An alternate resin material was qualified to make the caresite. The reported item/batch was manufactured before the start of the new product material. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.